Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-35641. It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited noise which resulted to inappropriate mode switch. No intervention was reported. The patient was stable.